Manufacturer narrative:
Reference record (B)(4). The device was returned for evaluation. A visual inspection of the returned j tube was performed. The flexible tip of the j tube was not present. No bezoar remnants were observed.

Event description:
Sample evaluation completed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that during the replacement of aging tubes, beginning of bezoar formation was noted.